Event description:
It was reported that the needle did not move forward when the pod was activated and the cannula was not visible; this indicates a needle mechanism failure. The pod was worn less than an hour. No impact to the patient's glucose level was reported. Treatment information was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported needle mechanism failure. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone13.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with the formed needle exposed past the bottom housing. The linkage assembly was partially extended and the slide insert had not advanced fully past the catch beam. The data shows that the pod completed both priming sequences and was deactivated two pulses after the end of second prime. The investigation found that the formed needle had deployed into the environmental seal, indicating the chassis sub assembly was installed incorrectly into the bottom housing. The needle deploying into the environmental seal prevented full movement of the needle mechanism assembly components and prevented retraction of the formed needle. This also resulted in the damage to the soft cannula and the formed needle bending under the force of the mechanism spring. This incorrect installed chassis sub assembly was confirmed to be the cause of the reported needle failing to deploy.